Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd integra¿ syringe with detachable needle plunger "failed" during use and medication leaked past it. As a result, the medication was "dispersed randomly," and the needle had to be removed from the patient's gluteal muscle by hand. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "several staff have experienced on multiple occasions that the needle is faulty, and does not retract as it is designed to do. Thereby, causing a safety hazard for all involved when an im is to be administered. Last week as an im was being administered, the barrel on the plunger failed and the medication came running out the back of the syringe. The needle needed to be removed from patient¿s gluteal muscle by hand and medication that was to be injected in patient¿s muscle was dispersed randomly. It could not be determined how much medication, if any, the patient received and the dose of medication could not be repeated."